Event description:
Customer reportedly rec'd blood glucose results outside of the meter measurement range on the advantage system. He states, he had results of 605-620mg/dl. The customer did not provide the location where the discrepant results were obtained. No high blood symptoms reported. Controls were run 6 mos ago and were in range. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the advantage meter.